Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that his left hip had to be revised on (B)(6) 2018 due to excessive levels of chromium and cobalt levels revealed in blood-work.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2007 where he was implanted with a stryker hip system. It is further alleged that his left hip had to be revised on (B)(6) 2018 due to excessive levels of chromium and cobalt levels revealed in blood-work.

Manufacturer narrative:
An event regarding revision due to abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as pre and post operative x-rays, operative reports, histopathology reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.